Event description:
On (B)(6) 2014, the reporter contacted animas. During a review of an unrelated issue, the pump history was noted to have multiple small prime volumes. The reporter confirmed that insulin was seen coming from the end of the tubing each time that the pump was primed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings:a review of the pump black box verified the occurrence of a no cartridge detected warning. During testing the pump performed the rewind, load, and prime without issues. The pump was exercised without any alarms occurring. No loss of cartridge detection occurred during testing. The pump was opened and no defects were found with the force sensor assembly or circuit.